Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose of 33 mg/dl. The customer was treated with a glucagon shot and 4 ounces of orange juice. Her blood glucose rose to 65 mg/dl. Troubleshooting was initiated for the insulin pump. The drive support cap was normal. The basal settings and other device programming appeared accurate as well. The alarm history was received and there were no alarms found. The customer was advised to monitor her insulin pump and blood glucose levels. No products were returned or replaced.